Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon review, it was revealed that the patient's right ventricular lead exhibited a continual decline in r wave amplitude since implantation. The physician alleged an issue with the lead integrity. No intervention was performed. The patient was stable.